Manufacturer narrative:
A picture of the micron filter in a plastic bag was returned. The complaint of leakage on micron filter was noted during chemo infusion can not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1: extension number: (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, 0.2 micron filter, pre-pierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported that the device leaked at the micron filter during patient infusion on unspecified chemotherapy. There was patient involvement, but no patient harm was reported as a consequence of this event.